Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was not working. Date of event is an approximation. On (B)(6) 2023, the patient was nauseated and vomiting. Her dexcom was not working (it was not confirmed during the call what the exact errors were). The patient checked her fingerstick via blood glucose meter she was at 570 mg/dl. Due to the patient having continuous vomiting, the patient¿s husband took her to the emergency room (ER). At the ER, the patient continued vomiting and eventually had a seizure. The patient was stabilized (the patient cannot recall the treatment or medications provided). Of note the patient confirmed the device was beeping and took off the device. The patient was discharged a few days later. At the time of the report, the patient was stable and fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen. Approximately on (B)(6) 2023, the patient was experiencing nausea and vomiting. The patient was not receiving any readings or alerts from her dexcom device. It is unclear how long the patient had not been receiving any readings or alerts, or when the patient became aware of the error state. The patient¿s bg meter reading was 570 mg/dl. Due to the patient having continuous vomiting, the patient¿s husband took her to the emergency room (ER). At the ER, the patient continued vomiting and eventually had a seizure. The patient was stabilized (the patient cannot recall the treatment or medications provided). The patient was discharged home 5 days later. The patient was stable and fine at the time of the report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.